Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg implanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was explanted and replaced. The lead exhibited high impedance and threshold values. No patient complications have been reported as a result of this event.